Event description:
It was reported that 34 months post-implant of a bifurcated device and infrarenal aortic extension; the patient presented with a proximal type I endoleak of the infrarenal aortic extension. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Actual device not returned hence no device evaluation performed. However, a computed tomographic report and operative notes were provided and reviewed by clinical representative confirming the presence of proximal type I endoleak. No information related to root cause could be identified in records. Endoleaks are a known risk of the procedure. No conclusion can be drawn.